Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon closed the clip applier and the proximal end of the clip would not close. The case was completed with another device. There was no consequence to the pt.